Event description:
It was reported, the patient began to experience a burning pain on her left rib cage that traveled to the front of her body. This occurred after she leaned back while sitting on the floor. The pain was so intense she could barely breath. The patient also described the pain as being deep and muscle related. As a result, the patient deactivated stimulation and the pain subsided. An impedance check revealed no anomalies. The patient's symptoms remain ongoing at this time. The patient will meet with her doctor for further investigation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.